Event description:
It was reported that during a procedure, the steinmann pin was noted to be broken due to a mistake by the surgeon with the surgical technique. It was noted the pin was wrongly directed into the hole of the guide when it broke. No patient consequences were reported as a result of the event. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: item# 407396; lot# 347810. G2: foreign - event occurred in spain. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. Visual examination of the provided picture identified the pin shown matches the print of the reported part number. The reported fracture is not visible. Medical records were not provided. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Per the device's surgical technique: place two threaded steinman pins through converging angled holes in the resection guide block and into the bone to secure the block to the bone. In order to secure and remove the block to/from the bone, the pins should be placed and removed at a corresponding angle to the holes. As it was reported that the pin broke during removal as a result of being placed through the guide at an incorrect angle/direction, the user did not follow instructions. The event was unable to be confirmed if any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.